Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places ported dressing on top followed by an additional iv3000 dressing. Dressing not adhering well, and infusion set dislodges.